Event description:
It was reported that a user experienced hyperglycemia while using the ilet system and was advised to perform a full site change due to suspected infusion set issues, with education provided on differentiating the infusion set short tubing from the longer detachable pump tubing. Symptoms included elevated blood glucose. Outcomes included user confusion requiring troubleshooting and education. Investigation included customer interview and troubleshooting. Investigation of this case revealed no confirmed device malfunction and user misunderstanding regarding component identification and disconnection. It was concluded that the cause of hyperglycemia was unclear and likely related to infusion set or site issues rather than a device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.